Event description:
It was reported that the ventricular lead impedance has risen from 872 to 1200 ohms and there has been a rise in the capture threshold as well. Lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.